Event description:
Pt was admitted to hosp after device implantation at another hosp. Pt's diagnosis is unresectable gastric cancer with metastasis to lymph and liver. Dr consulted for removal of malfunctioning device. During the surgery, the resevoir was found disconnected from the catheter sheath. A separate procedure was then completed to retrieve the catheter sheath from the pt's superior vena cava, right atrium and right ventricle. The removal was uneventful for the pt.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: manufacturing. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.